Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the system's collimator. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's iris collimator was larger than intended for specific use. No patient injury was reported.